Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue, the arrow buttons were allegedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2015 with the following findings: the pump failed to power up and was unresponsive. The alleged button tactile issue cannot be fully investigated due to the power failure and no conclusion can be drawn. The keypad cover was undamaged. Removal of the keypad cover did not find contamination under any of the button contacts. Removal of pump casing found evidences of moisture intrusion on the power circuit board and multiple other internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).